Event description:
The manufacturer received information alleging a ventilator service required alarm occurred. There was no harm or injury reported. The ventilator was returned to the third party service center for evaluation and the customer's complaint was confirmed. The device's oxygen blending module assembly, oxygen blending module harness and system board were replaced to address the issue.